Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite and tested the unit using all customer supplied circuit and settings. The vent was ran for an hour but the reported complaint could not be duplicated. The circuit was changed with the technician's circuit and circuit calibration was performed. The unit passed. Performance check was done and unit passed as well. The pressure transducer,ddi (dynamic displacement indicator) board and pneumatics were calibrated with alarm checkout conducted. The unit passed all calibrations and testing the customer's problem was deemed intermittent and the customer was advised to replace the alarm board. The calibrations and performance checks were repeated and all passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100 a ventilator failed on patient, amp dropped to zero. As of this time, there is no information regarding patient harm associated with this reported event.